Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the display screen was dim and discolored. The display screen was also found to be cracked. Unrelated to these issues, the display screen was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was damaged, dim and discolored. This report is made based on results of investigation completed on 06/22/2015.